Manufacturer narrative:
Device not returned. No eval will be performed. If the device or add'l info becomes available it will be submitted on a supplemental report.

Event description:
It was reported that "pca head, liner and shell were removed and revised.